Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a lead revision because they were not getting stimulation on both sides. During the revision the doctor cut one of the existing leads and added a new lead in its place. The cut lead was left implanted. The stimulation coverage issue had been present since the patient was implanted. The patient was doing well following the revision.